Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received shock therapy, and this device recorded a high withing range shock impedance measurement of 135 ohms. Technical services (ts) was consulted and recommended a chest x ray to evaluate system placement if the system is adipose tissue. This sicd remains in service. No adverse patient effects were reported. Additional information was received, this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and successfully replaced. No additional adverse patient effects were reported. Additional information was received, this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to not being intermuscular, the patient reported feeling discomfort. This sicd was explanted and successfully replaced. With the new sicd shock impedances decreased to an appropriate number withing range and also increased comfort. No additional adverse patient effects were reported.